Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set experienced tube push off nonpatient end of needle. The following information was provided by the initial reporter. The customer stated "the tube is "popping" out from the holder during blood sampling, the phlebotomist must hold the tube inside the holder."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to sleeve pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to "identify" a root cause for the indicated failure mode.

Manufacturer narrative:
OEM manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® safety-lok¿ blood collection set experienced tube push off nonpatient end of needle. The following information was provided by the initial reporter. The customer stated "the tube is "popping" out from the holder during blood sampling, the phlebotomist must hold the tube inside the holder."